Manufacturer narrative:
Occupation ni equals lay user / patient. The event occurred in (B)(6).

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 3.4 inr. Ninety minutes later the result from the laboratory was 2.55 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer stated that there has been no change in medication, diet, or exercise. The customer's test strips have been requested for return. Relevant retention test strips (lot 304974) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with a retention meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.8 inr, qc 2: 2.7 inr, qc 3: 2.7 inr . The maximum difference between measurements was 3.7%. The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.